Manufacturer narrative:
(B)(4). The auto trigger generated due to condensation in the circuit. The device was normal after draining the circuit.

Event description:
It was reported that during pre-use testing, a ventilators set respiratory rate was 40 times / min, but the actual breathing frequency was 55 or even 80 times / min. The remaining parameters were normal. There was no patient involvement.